Event description:
Pt revised due to a deficient rotator cuff causing wear, osteolysis, and loosening of the glenoid component.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Provided information states the pt had a deficient rotator cuff. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.